Event description:
It was reported the patient had a change in therapeutic effect, diagnostic studies were performed and the patient was subsequently hospitalized. The patient contacted the healthcare provider (hcp) on (B)(6) 2012 with a sudden onset of increased and "severe" pain. The patient was given IV dilaudid at that time. The next morning, the patient was still in pain and given 2mg oral and pump dosage was increased. On (B)(6) 2012, the hcp attempted rotor study. When the hcp did the roller study, it was noted that the manufacturer procedure was not followed. A bolus was done over 20 min and it appeared the roller moved, however the x-ray images were "not good quality". The results were inconclusive due to 20 minute bolus and poor images that did not show radiopaque marker. The hcp then visualized the logs and there was no motor stall detected. A dye study was then done and the hcp was able to aspirate easily, however resistance was met when trying to push the dye through the catheter access port (cap). Following the initial resistance, the hcp was able to push the dye freely, and dye test was negative. At that time, the patient reported increased pain in legs, and the hcp noted that he was able to visualize dye from the catheter, and had no concerns. The hcp injected a 2mg bolus of dilaudid through the cap. Four hours later, the patient was in a "lot of pain" and a patient controlled analgesia "pca" pump was added. Ten hours later, the patient had used 4.8mg through the pca and was "very sleepy". Following a dose increase and additional bolus, the patient became somnolent and groggy with an altered mental state, "as if they were getting too much drug". The pump was then decreased to minimum rate and the patient was transferred to ICU on the afternoon of (B)(6) 2012 for possible respiratory assist. Narcan was given without effect, the pump dosage was decreased to minimum rate and a narcan drip was added. The next afternoon, the pump was restarted to 1mg/day due to return to baseline pain levels. The patient was then being supplemented with oral meds for pain. The patient remained groggy as of the am of (B)(6) 2012. The medications in the pump were dilaudid and bupivacaine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).